Event description:
The customers reported the sao2 reading was low (73%) on the system vs. Lab value. They tried to capture/sync the value up to 100% but was unsuccessful. Factory reset was done several times, regular reboot and hard reboot both done. Sao2 reading remained low. The same sat/hct sensor was moved onto a m4 monitor and the sao2 is reading 100%.